Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with food. The customer's blood glucose at the time of the call was 177 mg/dl. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.

Manufacturer narrative:
The insulin pump was received with no audio or beep during self-test due to cracked transducer on the interface board. The insulin pump alarmed motor error during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. Unable to perform the no delivery test due to prime anomaly. The motor passed motor test. The insulin pump passed the operating currents measurement, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, belt clip slot, minor scratched and cracked display window.